Event description:
It was reported by the patient that they did not feel the needle piercing the skin at first but then later after 3 minutes or so, they felt the needle piercing indicating a needle mechanism failure. It was also reported that the cannula was bent. The cannula was visible and the pink slide did move forward.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly and confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The device was received in the deployed position. The download data shows that the device generated an 0x40 alarm, indicating safety sensor open count exceeded. The download data also contains timeouts and drive stalls. The high pulse widths with drive stall prevented the needle from deploying after priming was completed and resulted in the device alarming. Inspection of the device found no damages or deficiencies that would cause high pulses with drive stall. The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in fluid failing to flow through the complete fluid path.